Event description:
For some unk reason not reported by the customer; the pt returned to the or for cultures and washout of the operative site. Cultures showed no growth and pt was placed on antibiotics.

Manufacturer narrative:
No product is being returned for eval. (B) (4)